Event description:
On (B)(6) 2014, it was reported that when the patient got home from school, his father saw a bolus of 0.9 units of insulin was delivered at 1:12pm via the patient's infusion device and the patient stated that he did not administer that bolus. The bolus was found in the history of both the infusion device and the blood glucose monitor. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.